Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, reset error test, rewind test, basic occlusion test, occlusion test, prime test,excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratches to the display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 113 mg/dl. The insulin pump had not been dropped, bumped, or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged. The display did not return after cleaning the battery cap and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.